Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. Recurrence is a known inherent risk of surgery and is identified in the adverse reaction section of the IFU as a possible complication. Based on the information available, at this time no definitive conclusions can be made. If additional information regarding additional medical / surgical intervention associated with the phasix mesh is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported to davol that a patient who is part of a clinical study experienced a hernia recurrence. Severity is listed as mild. On (B)(6) 2014 the patient was implanted with a bard phasix mesh in the midline for the repair of a primary incisional hernia. Lysis of adhesions and a retro-rectus with component separation posterior technique were also performed. On (B)(6) 2016 the patient was diagnosed with a recurrent post operative ventral hernia. The relationship to the procedure and the device are both identified by the study as possibly related. To date there has been no surgical intervention.